Event description:
The facility rep had sent an infusion pump to service where a baxter service tech discovered a failure code 812:02. The rep had stated that no pt injury or medical intervention had been involved with this pump. Info was requested regarding the date this report occurred, the medication involved, pump programming and set-up info, specific pt info, tubing product code and lot number in use, but no add'l info was available. Add'l contact info was requested but no add'l contact was identified.